Manufacturer narrative:
Age at time of event: middle aged.

Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and popliteal artery. The device was placed over a non-bsc wire that was used in conjunction with a non-bsc embolic protection device. During the procedure, after one successful pass, the device was pulled back through the lesion using rex mode and a successful second pass was made with blades down. When the tech began rex to pull back the second time, the device would not move and stalled out. The device was removed from the guard and the physician attempted to manually move the device back but it would not move. The wire was placed back into the guard and when rex was attempted, the guard error appeared. The jetstream device had become locked on the guidewire. The device and wire were removed successfully from the patient together. The procedure was completed successfully using a balloon and stent. No patient complications were reported.